Event description:
It was reported by service report that the head end of the bed will not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result : head-end lift was stuck at high height due to a defective potentiometer and a damaged coupler.